Event description:
A us distributor contacted zoll to report that a patient's pre-existing possible ring-worm condition was exacerbated by the lifevest equipment. Patient described the area as a possible ring worm infection as patient is waiting on test results and is currently in isolation for this and exposure to covid-19. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.